Event description:
During repair of an incisional hernia, the attending reports finding the suture from a previous cholecystectomy broken, knots were intact. Attending opines that the hernia resulted from the broken suture.